Event description:
It was reported that customer was hospitalized due to dka. Customer's family member stated that customer had large ketones. Family member complained of having many no delivery alarms. Troubleshooting was performed.